Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reports a loss or change of therapy. Patient didn't use it because it didn't work for her. Patient hadn't used it in years. Symptoms reported were none. Event date was asked but unknown. ( couple years after she got it)

Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim reported that her interstim had not worked in a long time and it stopped controlling her symptoms. She did have some type of reprogramming but it did not help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.